Event description:
It was reported that the nurse was troubleshooting the arctic sun device as the patient was not cooling. They had been getting an alert about water temperature control off and on today (alert 113 reduced water temperature control). Normothermia case. Patient temperature was 38.3c, targeted temperature was 37c, water temperature was 29.2c, flow rate was 2.2lpm, system hours were 11,105 and pump hours were 10, 606, chiller temperature was 3.9c and mixing pump command was 100percentage. They had another device in the department that was doing the same thing that day before. Spoke to nurse who was working with that device that day before and they confirmed the patient was above target. Explained it was most likely both devices need a mixing pump. They were going to try the other device just in case. Explained if they get the 113 (reduced water temperature control) again and the patient was above target send to biomed if the patient was below target, they could page them and they could assist with draining some water from the device to see if that corrected the issue. They would like to send in this device for 2000-hour service and would like a loaner. Per sample evaluation results on 05dec2023, it was reported that the arctic sun device would not autofill until the circulation pump was primed. The double bend tube and the chiller evaporator outlet tube were expanded. Tank seals were lifted from tank. The mixing pump motor was not spinning at low power. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. The arctic sun device would not autofill until the circulation pump was primed. Serviced circulation pump. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual sample was evaluated.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was troubleshooting the arctic sun device as the patient was not cooling. They had been getting an alert about water temperature control off and on today (alert 113 reduced water temperature control). Normothermia case. Patient temperature was 38.3c, targeted temperature was 37c, water temperature was 29.2c, flow rate was 2.2lpm, system hours were 11,105 and pump hours were 10, 606, chiller temperature was 3.9c and mixing pump command was 100percentage. They had another device in the department that was doing the same thing that day before. Spoke to nurse who was working with that device that day before and they confirmed the patient was above target. Explained it was most likely both devices need a mixing pump. They were going to try the other device just in case. Explained if they get the 113 (reduced water temperature control) again and the patient was above target send to biomed if the patient was below target they could page them and they could assist with draining some water from the device to see if that corrected the issue. They would like to send in this device for 2000 hour service and would like a loaner. Per sample evaluation results on 05dec2023, it was reported that the arctic sun device would not autofill until the circulation pump was primed. The double bend tube and the chiller evaporator outlet tube were expanded. Tank seals were lifted from tank. The mixing pump motor was not spinning at low power. Completed the 2000-hour pm procedure on the device.